Event description:
Procedure type: laparoscopic colectomy. According to the reporter: the trocar was used for insertion of endo-hand instrument such as grasper and dissector. After insertion, a small part of cannula was observed by the surgeon inside the abdomen through the laparoscope. The surgeon retrieved the component using a grasper through the same trocar. Subsequently the trocar was removed and a new one was used to complete the procedure without further problems. The operating time and incision were not extended as a result. The user facility would not release any patient details, however, the patient's current condition is well. No patient injury was reported.